Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a umbilical vessel catheter. Customer reported that an infant had placement of umbilical vessel catheter on the previous month that was verified via x-ray following insertion. The umbilical vessel catheter was positioned at t-10. Complex cystic mass/masses in liver confirmed by ultra sound scan. Umbilical vessel catheter removed and liver accumulation noted. Infant improved quickly following removal of uvc. Patient treated with antibiotic infusion via PICC line for 7-14 days.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.